Event description:
Health professional reported pt "developed rapid delayed seroma. Diagnosed as cd30+ alk- alcl of malignant effusion. Treated with bilateral implant removal, capsulectomies, chemotherapy with chop. F/u imaging with CT scan, no recurrence of disease "alcl affected breast reported as "unilateral - right", stage ie.

Manufacturer narrative:
Medwatch sent to the FDA on 9/14/2016. Manufacturer of the device is unknown. Therefore, this field in the medwatch has been corrected to reflect this.

Event description:
Health professional reported patient "developed rapid delayed seroma. Diagnosed as cd30+ alk- alcl of malignant effusion. Treated with bilateral implant removal, capsulectomies, chemotherapy with chop. Follow up imaging with CT scan, no recurrence of disease." Alcl affected breast reported as "unilateral - right," stage ie.

Manufacturer narrative:
Device labeling addresses the reported event of alcl as follows: "based on info reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl) a type of non-hodgkin's lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in pts with an implant history that includes allergan's and other MFR's breast implants. You should consider the possibility of alcl when you have a pt with late onset, persistent peri-implant seroma. In some cases, pts presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and rep portions of the capsule, and send for pathology tests to rule out alcl. If your pt is diagnosed with peri-implant alcl develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl". Device labeling addresses the reported event of seroma as follows: "potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy". "After breast implant surgery the following may occur and/or persist with varying intensity and/or for varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity. Calcium deposits can form in the tissue capsule surrounding the implant with symptoms that may include pain and firmness. Lymphadenopathy has also been reported in some women with implants".

Manufacturer narrative:
In response to FDA report number: mw5087749. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and alcl.

Event description:
Healthcare professional additionally reported "patient later developed follicular lymphoma b-cell of a submandibular gland that then went systemic and killed [them]."